Event description:
It was reported that the left monitor on the 9800 system intermittently goes blank. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.